Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Manufacturer narrative:
Nevro is currently attempting to obtain additional information regarding the patient and the device.

Event description:
It was reported to nevro that the patient's device was removed due to a suspected infection; however, the infection was not confirmed. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient has since been re-implanted.